Manufacturer narrative:
The year is the only known part of manufacture date. We have defaulted to the first of the year.

Event description:
It was reported that 4 lancets were uncapped out-of-box. The patient reported being "poked" by an exposed lancet.